Event description:
It was reported that prior to an electro-surgical procedure, that the monopolar cord sparked and emitted a blue flame at the connector hub. The cable was removed from service and not used.

Manufacturer narrative:
The company's cables manufactured are tested and inspected to applicable international performance standards prior to shipment. This is the first of such a report to the company for this cable type. The manufacturer was able to obtain the suspect cable for analysis from the end-user. The cable was dissected and microscopically examined. Findings during the analysis were photographed. It was determined that the cable internal copper wires severed proximal to the overmolded thermoplastic connector hub. This is known to occur from user mishandling such as improper pulling on the cables during unplugging from equipment rather than properly grasping the connector shell.cable wires are also subject to potential breakage from kinking or sharp bends during use. The product labeling contains appropriate cautionary language in this regard, including that the user inspect cables for damage prior to each use. The company has changed the thermoplastic overmolding used to a softer material and enhanced the strain relief for potentially providing greater cable and wire flexibility during bending and twisting.